Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed full calibration of the universal surgical manipulator (usm). The fse test drove the usm with an instrument and there were no issues with articulation. The system was tested and verified as ready for use. The probable root cause is attributed to a calibration issue with the usm.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 1 was not articulating appropriately. The caller stated that when moving the usm up and down, it went side to side. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the instrument and sterile adapter and then reseat the sterile adapter and instrument with no change. The tse advised the caller to check the drape on the insertion axis, and the drape was not impeding movement. Log review did not reveal any associated errors. The procedure was near the end and continued as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: the case was completed using all 4 arms. The arm started working again after few repeated attempts and resumed normally.